Event description:
A male underwent initial aaa repair in 2004. The physician placed one main body, three iliac leg grafts, and one leg extension grafts. The patient had a very tortuous left common iliac with the iliac being at a 90 degree angle. When the procedure was completed, the initial left iliac graft receded within the common iliac on the side after the stiff wire was removed. Over time, it receded so much that it pulled back into the aneurysm sac causing a type I endoleak. The sac grew to 11cm. Due to the growth of the sac, the proximal seal zone also grew. The physician then went in in 2009, the pt had one of his vessels injured during cut downs. Because of the uncontrolled bleeding, the physician decided to tie the iliac on that side. He then placed a 36 diameter renu converter due to the diameter of the seal zone and converted to an aui. The pt is doing fine although, now both internal iliacs are covered.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities, showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding this case, the IFU lists importance of the distal iliac artery interface and how it could be compromised with thrombus and/or calcification. Furthermore, the IFU states that inadequate fixation may result in an increased risk of migration. Of other concerns, it should be noted how tortuous the iliac artery is. It is unk if the anatomy is representative of when the device was initially implanted, but it appears to be extremely tortuous. This could have been a contributing factor to the device migrating proximally. However, we have notified the appropriate individuals and we will continue to monitor for similar events.